Event description:
The scope was used to visualize a patient's naso-pharyngeal cancer. The scope was placed into the anterior nares. After its use it was noted that ~2.5 centimeter of the distal coating was missing. After discussions with the physician staff, it was discovered that during the prior use, there had been some difficulty in removing the sheath post the procedure and the physician used scissors to cut the sheath, thus cutting the scope's coating.